Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2022, the patient was with code blue twice in the morning and had a low flow alarm that was heard around 03:30 with flows in the mid 2's. When the registered nurse (rn) assessed the patient, they were unresponsive and was pulseless via doppler. It appeared to be pulseless electrical activity (pea) arrest. The event required advanced cardiac life support (acls), cardiopulmonary resuscitation (CPR), and multiple vasopressors. At 08:30, the patient's family by their bedside called as the patient was having low flow alarms and upon the healthcare professional walking to the room, the flow was 0.0 and the vad was alarming. Decision was made to turn of the ventricular assist device (vad) and proceed with comfort measures only and the vad was stopped at 08:35. At 08:40, the patient passed away. It is not confirmed if the left ventricular assist device (lvad) operated as expected. The patient was to undergo with autopsy and the lvad was returned for evaluation. The event log file captured several momentary low flow events on (B)(6) 2022 which were brief and did not generate an alarm and were occurring when the pulsatility index (pi) values were elevated. The data that may have been associated with the reported time was likely purged from the log and replaced with more recent data. The trended event log file data appeared to show an upward trend in the recorded pi values from (B)(6) 2022 at 06:27.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were identified during evaluation of heartmate 3 lvas, (B)(6) , and a direct relationship between the device and the reported subdural hematoma, cardiac arrest, and patient outcome could not be conclusively determined through this evaluation. Additionally, the reported low flow alarms could not be confirmed through this evaluation as the timeframe of the alarms had been overwritten in the log files by newer events, per design. A direct cause for the alarms could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable intact. The modular cable was returned attached to the pump cable via the inline connector. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The outflow graft bend relief was returned attached over the outflow graft. The cuff lock was fully engaged with the apical cuff. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Stroke, bleeding, and death are listed in the heartmate 3 lvas IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The heartmate 3 lvas patient handbook is also currently available. Section 4 ¿living with the heartmate 3¿ contains information regarding how to clean and care for the driveline. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ this section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damage no further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information from the autopsy report stated that the cause of death was large acute subdural hematoma. There was focal disruption of the adjacent right cerebellar parenchyma and 4th ventricle. Microscopic evaluation was progress to evaluate if the subdural hematoma was an extension of intra-cerebellar hemorrhage (burst lobe).there was mild/moderate dilation of the ventricular system and remote infarct, left insula. The pulmonary arteries were dilated with intimal fatty streaks, consistent with pulmonary arterial hypertension. The patient had marked pulmonary edema and right pleural effusion. Subpleural hematoma was found in left lower lobe of lung.